Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
A merlin.net transmission was received noting the device was in reset mode. When the patient was brought to the clinic, the device exhibited normal function. No further issues were seen since the clinical visit.